Event description:
Nurse was continuing the catheter. Balloon deflated until no more fluid was able to be pulled from balloon port. Nurse pulled catheter out and balloon was not deflated entirely. Nurse attempted to deflate balloon after it was out of pt by aspirating at the balloon port, but balloon would not deflate. Pt suffered severe pain and bleeding at urethra.